Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing of noise that was reproducible with arm movement. Additionally, a chest x-ray revealed that the lead had moved due to twiddler's syndrome and was slightly bent. No device intervention was performed on the lead. The patient was stable.

Event description:
New information received notes the right ventricular lead exhibited lead noise which caused inhibition of cardiac pacing. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
Correction - d6a - date of implant - added (B)(6) 2019 additional information - b5, h6.